Manufacturer narrative:
(B)(4). Evaluation, results: (death, stroke). Conclusion: no conclusion can be drawn (based on the info provided no root cause can be determined).

Event description:
Two endeavor sprint otw stents were implanted during index procedure; one to the mid lad and one to the right pda. Approx 6 weeks post index procedure the pt suffered an acute hemorrhagic stroke. It is reported that the pt presented to the emergency room with stroke and progressive loss of consciousness requiring intubation. A CT scan showed an intracranial bleed so emergent surgery was necessary to evacuate the hematoma and control bleeding. The pt went into ventricular fibrillation 3 days later and was successfully defibrillated. Pt made a no code and 10 mins later, went into ventricular fibrillation arrest and was pronounced dead. The investigator reports that the event was not related to the study device/ procedure but was possibly/probably related to the antiplatelet study drug. (Ref MFR report# 9612164-2011-00044).